Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A family member of the customer reported a battery out limit on the insulin pump. It was reported that after the insulin pump had a blank screen, a new battery was inserted and then the battery alarm occurred. A no delivery alarm was also reported to have occurred on the device. The customer's blood glucose value was 196 mg/dl. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. The self test of the device passed. No further information was provided.